Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified there are scratches and scuffing to the top of the radius and to the metal lip of the device. The outer radius also shows gouging around the device. It is unknown if the damage occurred prior or during the assembly attempts. Complaint confirmed based on returned damaged product. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the g7 freedom liner could not be seated on the g7 shell. The surgery was completed using another liner. There is no additional information available at the time of this report.